Event description:
The manufacturer received information alleging a ventilator temporarily stopped delivering air flow. The device was restarted and continued to deliver airflow. The situation repeated itself approximately six times. There was no harm or injury to the patient. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegations were confirmed. The main pca was replaced to repair the device. Due to a life smell in the device the blower, outlet flow path and ui panel were replaced. The device passed all tests.